Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they noticed condensation in the reservoir compartment. The customer states it ended up being insulin. The customer's blood glucose level had been running high in the 500mg/dl to 300mg/dl range. The customer's blood glucose level at the time was 489mg/dl. The customer had been treating the highs with pump and manual injections. Troubleshoot was conducted. The pump was found to have passed testing. The customer was advised to conduct full set and reservoir change.